Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the incomplete coaptation (intraprocedure) associated with the suspected slda could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incompete coaptation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After implantation of the third clip, the third clip upon deployment rotated and detached from the posterior leaflet (single leaflet device attachment/slda). No additional clips were implanted, and mr reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.